Manufacturer narrative:
Following device explant and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Subsequent information states this device has since been replaced; however, no information communicated on the status of the return or the replacement product. If new details are received, another report will be submitted.

Manufacturer narrative:
Upon return of product at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this device exhibited a battery status of elective replacement indicator (eri), with interrogation confirming eri status prompted due to increased charge times. The field representative questioned warranty and communicated the device would be scheduled for explant in the upcoming months. No adverse patient effects were reported.